Event description:
The omnipod 5 controller overheated while charging and the back part of the controller started swelling and got really hot. Ref: pdm-h001-g-xx, lot: h000467, mfg: 2022-06-24, sn: (B)(6).